Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 18 mmol/l (324 mg/dl), while wearing the pod between 36 and 48 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a correctional bolus was administered and a new pod was applied.